Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter denied damage to the keypad cover. The reporter alleged that all keypad buttons were under responsive and there was moisture inside the battery compartment and behind the display lens after the pump had been worn while swimming. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: during investigation, no damage was found to the keypad. All keypad buttons were not responsive to user input. The keypad was removed, and no damage was found to the button contacts. Moisture was visible in the display. The pump leaked at the battery compartment. The pump was opened, and moisture damage was found on the keypad flex connector. The unresponsive keypad buttons were due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.